Event description:
A report was received via FDA's medical products reporting program that a female pt experienced infectious keratitis, while using renu with moistureloc multi-purpose solution. The pt reported wearing a contact lens in one eye only. She began having pain in 2006. The pt's dr confirmed that two days later, she was diagnosed with infectious keratitis (viral vs. Fungal vs. Bacterial) with an infiltrate at 11:00 in the right eye. The dr prescribed viroptic and quixin drops initially and later fml. At her follow-up visit, her condition was improved. In 2005, the pt experienced a flare-up with symptoms of foggy vision and eye irritation. One year later, the dr observed another intrastromal finger-like infiltrate at 12:30 in the eye. The pt was treated with quixin, zymar, viroptic, xibrom and fml. One year earlier3, at her follow-up visit, the pt's symptoms were resolved. However, there are two faint scars noted at her routine eye exam three months later. The pt noted her experience was very painful and she has not resumed wearing a contact lens. The dr was uncertain whether the event was related to the product.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.